Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual evaluation, it was noted that the suture/implants were not returned. Functional testing was performed and noted that one of the trigger buttons is stuck and not able to move. The most likely cause is attributed to misuse due to user error of using excessive force to pry, leverage the device, and/or due to improper surgical technique.

Event description:
On 17th september 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch¿ ii, the first implant set successfully while the second button was stuck. For the second ar-4501, the first implant was set successfully while the second one failed. This was detected during use in a meniscus repair surgery on (B)(6) 2025 where the surgeon used 4 ar-4501 but 2 failed. The procedure completed successfully as new ar-4501 were used. The hospital used their own cutter/knotpusher during the surgery. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.